Event description:
A cartridge alarm was reported on (B)(6) 2025. There was no adverse impact on the customer's blood glucose level. The patient replaced the cartridge and was able to continue using the pump, which had already been replaced in a previous case. No further action was required for documentation.